Manufacturer narrative:
The device has been received and evaluated. Evaluation summary: one ls1520 ligasure device was received, and an evaluation confirmed the reported issue with a detached component. Visual inspection found the purple activation button had detached from the body. No visible damage to the button or weld was present. A review of the device history records for this lot found no potentially contributing factors from the manufacturing process. The issue is related to a single device body style that was discontinued in april 2017. No patient injuries have been reported with this issue, and corrective actions have been implemented to prevent reoccurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the purple button on this device fell out when opening the device. The issue occurred prior to use on a patient.